Manufacturer narrative:
The pcb00 unit was returned to the manufacturing site for evaluation. Visual inspection revealed scarce amounts of viscoelastic solution on the cartridge, which indicate that the unit was handled and prepared for surgical use. No lens was observed inside the cartridge. Also, the cartridge tip was cracked. The plunger and pushrod were observed advanced in the preloaded insertion system. Also, no assembly error and/or defect were observed in the preloaded insertion system related to the manufacturing process. Functional testing could not be performed since the preloaded system is a single use device and the insertion process cannot be recreated. No further testing could be performed. The manufacturing record review was performed. The manufacturing process record showed that there were no associated deviations or nonconformities reported in the manufacturing record review. The product was manufactured according the specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that while inserting the intraocular lens (iol), the iol became stuck into the wound (incision). The iol was removed to be repositioned, but it did not unfold. The surgeon had to use another one. Follow-up indicated that there was no incision enlargement. At one day post op there was an ulcer 5mm in diameter which healed up within four days. No visual acuity measurements were provided. It was stated that the patient will be having a post operative visit soon. Further information received stated patient symptoms of ocular pain, corneal ulcer healed in one week, visual acuity pre-op 3/10 parinaud 6, visual acuity post-op 4/10 parinaud 6 at one month post-op. No supplemental treatment or surgery. A delay of 20 minutes was reported. Note, monophtalm patient (one eye). This incident happened on the only one functional eye. Healing and visual recovery delayed compared with a standard surgery. No further information was provided.